Manufacturer narrative:
Investigation summary: in 2008, the customer reported the cell-dyn 3700sl analyzer intermittently showing a high value for rbc and hgb on the initial test, decreasing on retest. In this case, the initial test was high compared to the test on another instrument (which compared to the retest value of this sample on the cd3700). It was noted that the mono was low (0.2%) and showed 7% on the other instrument although the wbc total count was not a problem. The manager checked the value. Rbc=5.25 m/ul and retest rbc=4.60 m/ul. The scattergram was checked. There was ig and dflt for the mono issue so the issue may be originating from the specimen. There was only one case where the rbc value was initially low (1.26 m/ul on first run and increasing to 2.84 m/ul on the second run). When this sample was rerun on a second cd3700, the rbc value was 2.78 m/ul. No detailed pt information was available. The abbott representative checked the voltage reading values [p1=12.3; p2=9.18; p3=4.93; v1=12.1; v2=12.1] and checked the syringes. The hgb and hgb diluent syringe were okay, however, the diluent syringe had crystallized material in a ring at the top of the inner tube. The diluent syringe was changed and the aperture plate was cleaned. A normal sample was run multiple times and there was no issue with the rbc values. The issue was resolved by: changing the diluent syringe; cleaning the aperture plate. No further investigation was required. The cd3700 system operator's manual (rev f): under troubleshooting imprecise or inaccurate data lists aperture plate and rbc/plt diluent syringe as possible source for rbc/mcv/plt issues. Trending: a review of complaint reports, for the period 2007 through 2008, did not indicate any adverse trend for cell-dyn 3700, list base 02h31-01 for the complaint issue. Labeling: the event is addressed in the cell-dyn 3700 system operator's manual, 06h89-01, rev f: troubleshooting: troubleshooting imprecise or inaccurate data; 10-55. Rbc/mcv/plt data are imprecise or inaccurate: 10-56, 10-57. Conclusion: the device involved with the issue was evaluated and a syringe was replaced to resolve the issue. Device maintenance contributed to the issue. There was no impact to pt management reported due to this issue. This is the final report.

Event description:
The customer states that they noticed pt results for the rbc parameter were not reproducible when comparing initial results with repeat results generated using a cell-dyn 3700 sl analyzer. One pt sample generated an initial rbc = 1.26 m/ul result that repeated as 2.84 m/ul. The sample was repeated on another cell-dyn 3700 analyzer obtaining an rbc = 2.78 m/ul. There was no impact to pt management reported due to this issue.